Event description:
It was reported that during an unk procedure, the device made a crunch noise when the closing handle was closed and did not properly form staples. A new device was opened and the procedure was completed. There was no pt consequence.